Event description:
It was reported that the insulin pump alarmed button error, which could not be cleared, and had an unresponsive keypad. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the alarm and keypad issues other than warm climate. The customer stated that all buttons did not respond, except the down arrow button worked intermittently. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The pump was received with a cracked case at the display window corners, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads, and a cracked reservoir tube lip.